Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper # item 00801803201 lot 61322960; unk cup; unk liner. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00365. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to corrosion, metallosis and alval. Femoral head was revised. No additional information available.